Manufacturer narrative:
Concomitant product(s): product ID: 8578, lot# n304292004, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 14-sep-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that infection at pump pocket site occurred. The environmental/external/patient factors that may have led or contributed to the issue was replacement surgery on (B)(6). Diagnostics/troubleshooting and interventions/actions were unknown. Catheter and pump were explanted on (B)(6) 2018 and customer discarded. At the time of this report, it was unknown if the issue had been resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the pump replacement surgery on (B)(6) was due to normal elective replacement indicator (eri).